Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable roche diagnostics cobas elecsys anti-tpo results for 52 patient samples on a cobas 8000 e 801 module. Of the data provided, there were discrepant results for 28 patient samples. There was no allegation of an adverse event. It was asked but not known if erroneous results were reported outside of the laboratory. An e 801 module serial number (B)(4) was provided. All e 801 module information was as provided. The field service representative (fsr) performed a total wash of the system and performed maintenance on the module "5-1". No improvement was seen after the service actions.

Manufacturer narrative:
Based on the available data, an instrument issue could be excluded. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The analyzer alarm trace contained many sample clot detection alarms. Based on the available data, a reagent lot issue could be excluded. The investigation is ongoing.